Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and dat test at 0.08790 inches. No delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Unit also passed self-test, off no power alarm test and unexpected restart error test. Unit had intermittent button response at the esc and express bolus button due to flattened dome switches (no crease). During visual inspection, the keypad connector on the lcd was found locked properly. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivery and alleges insulin pump. Customer's blood glucose value was 3.1 mmol/l at the time of the incident, current blood glucose was 3.1 mmol/l. The customer was assisted with troubleshooting. Customer treated for high blood glucose with injections. Customer will return device for analysis.